Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the observed oversensing issues in the pace/sense part of the lead as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis demonstrated that the hv wiring to the rv shock coil was found ruptured and pulled apart. Damage symptoms such as those, require the presence of excessive mechanical stress. Traction forces during the explantation procedure should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implant duration of about 35 months, this device was explanted due to oversensing. No adverse patient side effects have been reported.